Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples could be not be tested on this product as it has been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure scp-qc01. Review of the device history records found no related non-conformances for both provided batch numbers; micro and sterility tests passed. The dfmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical states tibial loosening of competitor product. Depuy cement was used.

Manufacturer narrative:
Additional comment for non depuy product: complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: (B)(4). Event: this was used in conjunction with depuy product in this patient this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.